Manufacturer narrative:
Initial.

Event description:
It was reported that during a guided full supply change with teflon inset infusion sets and a fiasp cartridge, the user encountered an ¿unable to proceed¿ message during fill tubing, with only a ¿check body weight¿ notification present and no alarms; a dry run succeeded, and a subsequent full supply change with new supplies produced drops and restored insulin delivery. Symptoms included no reported changes in blood glucose. Outcomes included successful resumption of therapy and shipment of replacement connector and inset supplies, with guidance to contact the endocrinologist for insulin replacement. Investigation included stepwise troubleshooting, rewinds, removal and reinstallation of supplies, a dry run, and confirmation of flow prior to connection. Investigation of this case revealed a transient failure to proceed during tubing fill consistent with a supply or setup issue rather than a device alarm condition, which resolved with complete replacement of disposable components. It was concluded, based on previously established findings for similar reports, that the cause was user setup or disposable component interference that was corrected by using new supplies.